Event description:
A malfunction was reported, identified as malfunction code 5, but no notable events occurred before this malfunction. There was no adverse impact on the customer's blood glucose level. The customer used an insulin pen as a backup, and it was decided by technical support to replace the pump since it was still under warranty.